Event description:
The customer reported non-reproducible elevated igg antibodies to toxoplasma gondii (access toxo igg) results on the laboratory's unicel dxi 600 access immunoassay system ((B)(4)) for two patients. This report will address the non-reproducible access toxo igg result obtained for one patient on (B)(6), 2015. MDR#: 2122870-2015-00389 will address the non-reproducible access toxo igg result obtained for the second patient on (B)(6), 2015. The initial access toxo igg result recovered as reactive and was released from the laboratory. The patient sample was reanalyzed two additional times on the same unicel dxi 600 access immunoassay system and recovered with lower results, within the non- reactive range. There was no report of patient injury or change in patient treatment associated with this event. All system parameters (including quality control (qc), calibration and system check) were within assay/instrument specifications. The patient's sample was collected in a serum tube and centrifuged for ten (10) minutes at 3000 rpm (revolutions per minute) at room temperature. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
Service was not dispatched for this event. All assay and system verifications met specifications. The access toxo igg reagent was not returned for evaluation. The cause of this event cannot be determined with the available information. Beckman coulter (bec) internal patient identifier for this report is (B)(6). All MDR's associated with this report are: 2122870-2015-00389 and 2122870-2015-00390,